Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when using the 8mm harmonic ace for lymph node dissection, the instrument stopped working. A message was displayed on the generator: remove the instrument from the patient and then clean the instrument's jaws, which the instrument technician did. When the instrument was put back on, a new error message appeared: jaw failure detected. Replace the instrument. The white part of the harmonic ace jaws was partially detached. The procedure was completed with no patient harm, adverse outcome, or injury.